Event description:
An altitude alarm was reported concerning the pump, which did not lead to suspension of insulin and occurred earlier in the day. The customer's blood glucose level was 270 mg/dl. Despite the alarm, there was no adverse impact on blood glucose levels. To resolve the issue, the customer replaced the cartridge, after which the pump resumed normal operation. Technical support offered tips to prevent altitude alarms in the future, which the customer understood and acknowledged.